Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing. It was also reported that the implantable pulse generator (ipg) had episodes of invalid data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.